Manufacturer narrative:
A lumenis service engineer visited the site three (3) days after the reported event and examined the system having confirmed that the 45° mirror was damaged. After mirror was replaced the engineer checked optical alignment and tested power output from minimum to maximum at 120 watts. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 8-sep-2019 and installed at the customers site on (B)(6) 2020. A review of historical product complaints shows that the same malfunction of error 87 or damaged 45° mirror' has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case a backup laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. This complaint is being closed to CAPA #(B)(4) to further investigate optics issues with the holmium product family lasers , and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during the preparation to a lithotripsy with basket stone procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error 87 and immediately disabled the laser. The screen notification read, "an error has occurred and the system cannot lase. Please call service". Unable to continue with the laser, an alternate device was brought it to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.